Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190918-2). 2. Return and retained strips (lot#: d190918-2) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), respectively, and results as below met the acceptance criteria(level low: 35~85 ; level high: 220~330). 2.1 return meter w/ return strips: 63/60 (level low) and 292/285 (level high) 2.2 return meter w/ retained strips: 72/73 (level low) and 307/285 (level high) 2.3 retained meter w/ return strips: 56/60 (level low) and 286/287 (level high) 2.4 retained meter w/ retained strips: 66/73 (level low) and 289/272 (level high) . 3. Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (17.0 ua) met acceptance criteria (< 55 ua). 4. As above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more users' information. Therefore, the complaint had to be closed out if no further action from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00pm at home. Caller stated that the end-user was unresponsive, so she tested his blood glucose with his prodigy meter and received a result of 54mg/dl. A normal result for that time of day is usually around 180mg/dl. Caller stated that the paramedics were called immediately. Caller stated that no food drink or medications were consumed while waiting for the paramedics. Paramedics arrived within 5 minutes and tested the end-user blood glucose with their meter and received a result of 28mg/dl. Caller stated that the end-user was given sugar by the paramedics to raise his blood sugar. Paramedics transported the end-user to (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-user had a blood glucose of 21mg/dl. Caller stated the end-user was put on an IV. Caller stated that the end-user was in the hospital from 12/29/2020 - 1/03/2021. When the end-user was discharged his blood glucose was 188mg/dl, and he was told to not take any more insulin. Caller declined to give all medication prescribed to the end-user. No additional information was provided.